Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 415 mg/dl. The customer did not have any symptoms of high blood glucose. The customer declined to troubleshoot for their high blood glucose. The customer will not be returning the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.